Event description:
It was reported that the physician had started sending out through a specialty pharmacy to get the baclofen prepared. Since that time pt felt that he was not doing as well as he was. It was later reported that the pt experienced leg pain, back pain and muscle spasms. An x-ray on (B)(6) 2011 showed that the tubing appeared intact. Dose adjustments were performed on (B)(6) 2011 and (B)(6) 2011. The pt was scheduled for a catheter revision. The pt outcome was non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient underwent a catheter replacement in (B)(6) 2011.